Event description:
It was reported the patient had not charged the ipg for approximately three years. As a result, the ipg is inoperable. The patient will consult with the physician regarding surgical intervention.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.